Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.  No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation:  capsular contracture-baker grade iii and rupture.

Event description:
Healthcare professional reported left side capsular contracture-baker grade iii and rupture via ultrasound and MRI imaging. The device has been explanted.

Event description:
Healthcare professional later reported left side pain.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed 1 opening assessed as surgical damage. Missing shell assessed as inconclusive. Capsular contracture: unable to observe as it is not related to the device. No other observations observed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade iii. And rupture. Via ultrasound and MRI imaging. Healthcare professional, later reported, left side pain. The device has been explanted.